Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible over delivery due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 42, 45 and 47 mg/dl at the time of the incidents. The customer was at 103 mg/dl at the time of the call. The customer had been experiencing lows for about 3 days before the incident. The customer was given food and intravenous glucose to treat. The customer experienced symptoms such as sweating, shaking, and trouble moving. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump was over delivering. Customer stated that his pump light was out. The insulin pump will be returned for analysis.